Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, while advancing the ds across the annulus back up pacing was initiated due to conduction disturbance. The valve was able to be implanted successfully with no recaptures. Post-deployment, the implanter decided to leave the temporary pacemaker inside the patient's anatomy as it was still necessary. A permanent pacemaker was implanted to resolve this event. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 5.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while advancing the ds across the annulus back up pacing was initiated due to conduction disturbance with heart block. The valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc) with no recaptures. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-deployment, the implanter decided to leave the temporary pacemaker inside the patient's anatomy as it was still necessary. On (B)(6) 2025, permanent pacemaker was implanted to resolve this event. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721;